Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Upon further investigation, it has been determined that this record was created in error as this failure is related to the failure that was investigated and reported under MFR report #:2031642-2021-00026. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The field service engineer (fse) reported finding alarm message power has been restored in the event log. There was no patient involvement. The fse confirmed the battery manufacturing date is 2012. The fse performed battery test and it completed successfully. Battery volts decreased to 16.8v to 15.1v in 20 minutes. The fse advised the battery must be replaced as it is beyond the 5 year standard maintenance replacement schedule. The fse replaced the battery and the issue was resolved.